Event description:
As reported to the implant patient registry (ipr), approximately 3 months, 6 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. No additional information was provided. The reason for explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction as medical records were received. The following sections of this report have been updated: b4, b5, g3, g6, h2, h10 after a clinical review of medical records, this will be made not reportable as the reason for explant was late endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a clinical technical summary for endocarditis, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Reports of pve occurring greater than 60 days of implant (late) are not reportable.

Event description:
As reported to the implant patient registry (ipr), approximately 3 months, 6 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and an alternate aortic valve was implanted. The reason for explant was late endocarditis.